Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) while using the ilet device. The lowest recorded bg was 40 mg/dl. The user self-treated successfully with candy, and bg returned to range. The device provided a low bg alert. No medical intervention was required. The user later identified that unintentional meal announcements may have contributed to the event, and limited access mode was enabled to prevent further inadvertent entries.